Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sonicbeat front-actuated grip blade snapped in the middle while cleaning with sterile gauze. The issue occurred during an unknown therapeutic upper benign disease procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d4, d9, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the event occurred due to the probe was broken by the following mechanism: 1) activated output while the probe tip was contacted hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip. 3) the probe was subjected to some kind of load and ruptured. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. Drawing number and revision number of IFU: rc2058 09. The sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Olympus will continue to monitor field performance for this device.